Manufacturer narrative:
We have received the device (tx microtip/handpiece) for evaluation and testing to verify the reported complaint of broken needle. Visual inspection of the returned device (tx microtip) confirmed the broken needle. The needle had separated at the braze joint which is the highest stress point along the length of the needle. Due to the state in which the device was received, functional testing could not be performed. We have tested the tx microtips under simulated use conditions and were unable to duplicate the same failure mode (broken needle) when the correct axial motion/ technique is utilized. The cause is likely material fatigue associated with and/or being caused by use error such as applying non-axial motion/technique. We have updated the product bulletin ((B)(4)) including cautions and instructions related to the use of the tx microtip to mitigate future needle breaks.

Event description:
Per the reported information, while the doctor was performing a procedure of a tenotomy on a lt plantar fascia with a tenex handpiece (tx microtip), the needle separated and fell off the handpiece. The broken piece was removed from the patient. The doctor did not use another tenex handpiece (tx microtip) as the procedure was almost completed. There was no injury nor adverse event to the patient resulting from this incident.